Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. Review of the system error log confirmed an error indicating a program execution error occurred 3 times prior to the time of the event then the unit rebooted 3 times within 24 hours which triggered a ventilator inoperative error code. The device's power management board needs to be replaced however, this ra was cancelled because remaining term of lease is short, and the unit was returned unrepaired.